Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose at the time of the event was over 600 mg/dl. Customer had ketones. Customer was released the next morning. Customer thinks that he made an error in calculating the bolus. The insulin pump did not alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.